Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer experienced a low blood glucose (bg) that ranged from 50 mg/dl to 60 mg/dl; cause was unknown. Customer consumed glucose tabs to address low bg. Recommendation was made to discuss diabetes management with a health care professional.